Manufacturer narrative:
Additional data: a4 a6(asian) b3 b5 d4. Changed data: d1 d8 g1 g4 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the full abdomen (mainly in upper area) on (B)(6) 2021 using the cooladvantage elite c150 and c240 system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper, lower, and mid abdomen with c150 and c240 applicators and presented with paradoxical adipose hyperplasia.